Manufacturer narrative:
G4: 04nov2020 b4: (B)(6) 2020 multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported that when powering on the ventilator, there was an alarm light emitting diode (led) error code. There was no patient involvement. The customer troubleshot with technical support and was provided with part number for the power switch overlay.